Manufacturer narrative:
Only the distal end of the lead was received for analysis. Electrical test that could be performed did not find any discontinuities on any conduction paths. Due to condition of the lead as received, no further tests could be preformed.

Event description:
It was reported that the ventricular lead exhibited no sensing or capture. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.